Manufacturer narrative:
Product event summary: analysis found the analyzer passed all incoming functional tests. It was noted the battery was depleted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there were artifacts and problem with detection. It was further reported the surgeon was not able to perform measurements via an analyzer during an implantation (artifacts and lack of detection), so the surgeon used a competitor programmer to finalize the implantation. No repercussions for the patient. The analyzer was returned for service. No patient complications have been reported as a result of this event.